Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings:.black box shows evidence of a unexplained "por" event on (B)(6) 2017 @17:51.. No battery cap returned. All testing performed with a test battery cap. Pump powers with the test battery cap.. Battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal and below grip pad. Evidence of moisture contamination inside battery compartment.. "Audio bolus" button cover is torn. Bolus button is responsive. Base crack observed between case seal and keypad.. A 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms duplicated. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.